Event description:
A report was received that the patient was experiencing redness and swelling at his lower extremities whenever the ipg was turned on. The patient took prednisone and benadryl. No further information as of this time.

Event description:
A report was received that the patient was experiencing redness and swelling at his lower extremities whenever the ipg was turned on. The patient took prednisone and benadryl. No further information as of this time.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Model number/catalog number: sc-2218-70, serial number: (B)(4), model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.